Event description:
It was reported that a user received a pairing failure alert when attempting to connect a freestyle libre 3 plus sensor to the ilet and was guided through power cycling and a bluetooth toggle procedure followed by an ilet restart, after which the sensor was re-scanned and entered warmup. No adverse clinical symptoms reported. Outcomes included restoration of sensor pairing and continued use with the sensor in warmup. User support included remote troubleshooting and user education focused on connectivity and device setup. Investigation of this case revealed a sensor pairing failure that resolved after standard connectivity resets, consistent with transient communication or setup issues without hardware damage. It was concluded, based on previously established findings for similar reports, that the cause was user-level setup or transient bluetooth communication interference resolved by restart and re-pairing.

Manufacturer narrative:
Initial.